Manufacturer narrative:
Result of investigation: the reported complaint was unable to be confirmed or duplicated by vyaire medical's failure analysis lab. However, during further investigation, the fa lab found the problem to be intermittent at connector j6 and could be corrected by applying heat. The customer's reported issue was resolved by shipping the customer a replacement products.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator went inoperable. At this time, there is no information regarding patient involvement associated with the reported event.